Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension: upn: (B)(4), model: sc-3138-35, (B)(4). Product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, (B)(4). Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, batch: 22177190. The explanted devices were not returned to bsn as they were retained by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection, staphylococcus aureus, during the trial phase of the implant. The patient had redness at the site of the external leads, and a fever. The physician indicated that the infection was not device or procedure related, he suspects that the infection could be due to the patients poor hygiene. The patient was hospitalized, prescribed antibiotics, and the devices were explanted. The patient is doing well post operatively.